Event description:
The facility representative reported a patient in ICU received an over infusion during an infusion of levophed .05meq/kg/min. The pump reportedly "switched" the dose to 0.5meq/kg/min. The intervention was reported to have occurred, but no information was provided.

Manufacturer narrative:
Thisevaluation summary: although baxter has attempted to obtain this device for evaluation, this device has not been made available for evaluation. The faciltiy declined to return the device for evaluation. The device event history was evaluated. The reported condition of overinfusion was not confirmed, however, a misprogramming user error was confirmed. No action was taken.